Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. A pt had balloon sinuplasty of the maxillary sinuses without ethmoidectomy was performed using the acclarent spin device. A ball probe was used in the sinus cavity. Following the dilation, a straight suction was inserted into the sinus and the maxillary sinus was irrigated. As the irrigation was instilled through the suction, the left eyelid was noted to swell. Further suctioning of the sinus seemed to immediately resolve the swelling. The right maxillary sinus was dilated without difficulty. An ice pack was applied to the left eye and the pt was sent home on prednisone. There were no visual problems.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. Based on the info provided by the acclarent rep who attended the case, vp of medical affairs concluded that the eyelid swelling was extremely transient and resolved immediately by suctioning the nasal or sinus cavity. There is no evidence of any significant breach of the orbit. There was no intervention or additional treatment. Most pts receiving preoperative steroids will receive steroids after surgery. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.